Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve case by explain to customer the error code 133-6090 is the main speaker on unit has to be replace. Customer inform me the unit is under warranty so he will send unit in for services repair. (B)(4). Customer called in for help on 8015 unit has error code 133-6090. Which the error has to do with the main speaker failed on unit needs to be replace. Main speaker needs to be replace. Unit is under first year warranty customer will send unit in for services repair.